Manufacturer narrative:
Reference MFR report # 2916596-2016-00371 for the previous report of driveline fault alarms and percutaneous lead evaluation. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had previously been admitted in (B)(6) 2016 for a percutaneous lead evaluation due to receiving driveline fault alarms and observation of a suspect area on internal x-rays. No percutaneous lead replacement was performed. It was reported that the patient received another driveline fault alarm on (B)(6) 2016 and reported to the emergency department. There was no associated patient activity coinciding with the occurrence of the alarm at that time. Attempts were made to clear the alarm, but it reoccurred shortly after and a system controller exchange was performed. The patient was asymptomatic. The patient¿s system controller log file was submitted to the manufacturer¿s technical services representative for review. During the analysis the ¿yellow wrench, driveline fault¿ alarm was observed throughout the log file. It was reported that the driveline fault was permanently silenced at an unspecified point in time. No further information was provided.

Manufacturer narrative:
Upon file review, it was found that information not relevant to this event was inadvertently included. The description of the event has been revised accordingly.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had previously been admitted in (B)(6) 2016 for a percutaneous lead evaluation due to receiving driveline fault alarms and observation of a suspect area on internal x-rays. No percutaneous lead replacement was performed. The patient¿s system controller log file was submitted to the manufacturer¿s technical services representative for review. During the analysis the ¿yellow wrench, driveline fault¿ alarm was observed throughout the log file. It was reported that the driveline fault was permanently silenced at an unspecified point in time. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remained in use at the time of the event. The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log file; however, a correlation to the device could not be conclusively determined. The log file from the time of the event contained approximately 30 days of data, which captured intermittent driveline fault alarms; however, the pump appeared to operate normally throughout the log file. The specific cause for the driveline faults could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.